Event description:
On (B)(6) 2015, an aortic valve replacement was performed due to aortic valve stenosis and a 19 mm trifecta valve was implanted. The postoperative course was uneventful and the patient had undergone routine follow-up after discharge from the hospital with no issues. Since (B)(6) 2016, the patient has experienced general fatigue and shortness of breath. The patient presented to another hospital and an echocardiogram revealed that the effective orifice area (eoa) was 1.0 cm sq and an elevated mean pressure gradient (mpg) and peak pressure gradient (ppg). On (B)(6) 2016, an echocardiogram was performed and an eoa of 0.67 cm sq, an mpg of 21 mmhg, ppg of 41 mmhg were noted. Two cusps were observed to be fused at the commissure between the right coronary cusp and left coronary cusp. Either calcification or thrombus on the valve was suspected and warfarin was administered. The valve remained implanted. On (B)(6) 2018, a re-do avr was performed due to elevated pressure gradient and this valve was explanted. Subsequently a carpentier-edwards perimount magna aortic heart valve (size unknown) was implanted. The patient's postoperative course has been uneventful. According to the surgeon, as the pannus formed peripherally on this valve, it caused impeded mobility of the cusps which resulted in the elevated pressure gradient. Reportedly, the valve was fractured and was separated into pieces during explant. Some pieces of this valve are going to be returned for analysis. No further information is expected to be received.

Manufacturer narrative:
An event of high gradient and the valve fusing at the commissure was reported. The reported pannus was confirmed. Prior to analysis the valve had been resected, with two stent posts, one full and one partial leaflet returned to (B)(4) . There was fibrous pannus ingrowth on the inflow and outflow surfaces of both leaflets. Both leaflets were fibrotically thickened. One partial leaflet had torn at the end of its stent post. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.